Event description:
According to the information received, the user temporarily placed the guide beam and lens on the patient during the operation. After the operation, it was found that the patient was slightly scalded on the skin where it had been placed. After the scalding observation for a period of time, no other abnormalities were found, and no additional intervention was done.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was not returned to karl storz for inspection. However, based on the customer's internal product inspection, no defect or malfunction was identified. The description of the event suggests that the product was used in a manner not in accordance with standard operating procedures. Given the available information, the incident is most likely due to user error, specifically the inappropriate placement of a heat-emitting component on the patient's skin. No manufacturing defects were identified or confirmed. The event is filed under internal karl storz complaint ID: (B)(4).